Event description:
Customer called to report the insulin pump was exposed to moisture when she jumped into the pool. Blood glucose reading was 117 mg/dl. The customer stated that the screen is hard to read with moisture behind the display screen. When the customer put a battery into the insulin pump it alarmed for battery out limit. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was monitored and all operating currents tested within specified range. No unexpected battery out limit alarms were noted. No failed battery test alarms were noted. No display anomaly was noted. A cracked reservoir tube lip, minor scratches on the display window and a cracked case near display window corners were noted during the visual inspection. Moisture damage was noted on the display board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).